Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the subject guide wire, micro catheter and aspiration catheter were used. Difficult advancement was encountered due to the patient's tortuous anatomy and the subject guide wire's distal end broke but was successfully retrieved. There was no apparent damage to the velocity microcatheter or aspiration catheter. A new long sheath was used and the aspiration catheter, microcatheter, and another guide wire were advanced uneventfully. During a third thrombectomy attempt, a radio-opaque ring-like material was observed on fluoroscopy in the distal left a1 segment of the anterior cerebral artery (aca) which moved to the left a2 segment (aca) spontaneously. Inspection of the aspiration catheter revealed a missing distal metallic marker. Physician did not attempt to retrieve the detached aspiration catheter tip marker due to the high risk of perforation caused by the tight impaction and sharp edges of the marker. Patient was admitted to the neurocritical care unit, and over her hospital course, required management of cerebral edema and respiratory failure. Eventually, their family opted to transition them to comfort measures only and they passed away. No other information is available.

Manufacturer narrative:
The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the procedure, the subject guide wire, micro catheter and aspiration catheter were used. Difficult advancement was encountered due to the patient's tortuous anatomy and the subject guide wire's distal end broke but was successfully retrieved. There was no apparent damage to the velocity microcatheter or aspiration catheter. A new long sheath was used and the aspiration catheter, microcatheter, and another guide wire were advanced uneventfully. During a third thrombectomy attempt, a radio-opaque ring-like material was observed on fluoroscopy in the distal left a1 segment of the anterior cerebral artery (aca) which moved to the left a2 segment (aca) spontaneously. Inspection of the aspiration catheter revealed a missing distal metallic marker. Physician did not attempt to retrieve the detached aspiration catheter tip marker due to the high risk of perforation caused by the tight impaction and sharp edges of the marker. Patient was admitted to the neurocritical care unit, and over her hospital course, required management of cerebral edema and respiratory failure. Eventually, their family opted to transition them to comfort measures only and they passed away. No other information is available.